Manufacturer narrative:
B5 describe event or problem: updated with additional information received which makes this a non-reportable complaint.

Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. It was noted that the patient iliac vein vessels were tortuous. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. During insertion of the was into the patient femoral vein puncture point a kink at the end of the sheath occurred. The physician replaced the was to continue to the procedure. The second was was successfully sent to the left atrium. After the measurement, the 24mm wds was prepared and ready to be sent into the la, but there was an obstruction at the iliac vein. The device was removed, and it was found that the was sheath was kinked in the body. The physician aborted the procedure. There were no patient complications that occurred as a result of this event. It was further reported the patient was under local anesthesia.

Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. It was noted that the patient iliac vein vessels were tortuous. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. During insertion of the was into the patient femoral vein puncture point a kink at the end of the sheath occurred. The physician replaced the was to continue to the procedure. The second was was successfully sent to the left atrium. After the measurement, the 24mm wds was prepared and ready to be sent into the la, but there was an obstruction at the iliac vein. The device was removed, and it was found that the was sheath was kinked in the body. The physician aborted the procedure. There were no patient complications that occurred as a result of this event.